Event description:
It was reported that the buttons on the customer's insulin pump were not working and the insulin pump was beeping. Customer's blood glucose was 162 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. A blood glucose value of 0.3 mmol/l was recorded at the time of the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test. All of the buttons functioned properly, however the device had moisture keypad traces. The device also had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.